Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for a pump not delivering "bolus" after attempting is the keyboard. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device did not administer pca doses. The user of the device attempted 20 bolus attempts, zero doses were given. The device settings read res vol 382 ml with cr of 6 ml/hr; pca 4ml; approx. 64 hours remaining. No adverse patient effects were reported by the customer.